Event description:
It was reported that during an unspecified procedure the maverick2 monorail balloon burst at 14 atms on the second inflation. The physician then passed a cutting balloon into the artery, however, the tip and a part of the balloon of the maverick2 monorail detached and remains lodged in the artery. Eventually, the artery was grafted. According to the physician, the balloon could have been become attacheed to the guide wire used in the procedure. The patient condition was reported as "stable".